Event description:
Additional information was received on (B)(6) 2012 when product analysis was completed on the serial cable. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.

Event description:
On (B)(6) 2012, it was reported that a serial cable cord for a handheld device be sent to a physician's office, per the office's request. It was stated that sometimes, the users had to hold the cord perfectly straight to get it to communicate and that communication was intermittent. The event had not affected any patients. It was also stated that the user had to hold it in place with their finger when interrogating. The serial cable cord was received on (B)(6) 2012 and is currently undergoing product analysis.